Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported the cartridge was leaking. Customer experienced elevated blood glucose levels (210-290 mg/dl).